Event description:
During follow-up, inappropriate automatic mode switch (ams) episodes were observed due to crosstalk and noise on the right atrial (ra) lead. The issue was resolved by explanting and replacing the ra lead. The patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The reported events of noise, crosstalk and mode switch were confirmed. The cause of the external insulation abrasion is consistent with friction to the device can and reported events.